Event description:
It was reported in a journal article that a pediatric patient underwent an orthopedic procedure for pes planus on an unknown date and topical skin adhesive was used. The patient experienced an eczematous reaction located at the surgical site. The patient complained of pruritus affecting the area of the operation 2¿3 days after the procedure. When the dressings were removed 1¿2 weeks later, a papulo-vesicular eruption was evident. The patient had complete resolution within 15¿20 days with a topical corticosteroid.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.